Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site on 14-dec-2019. All solutions were replaced and a reagent purge was performed. The date of last calibration performed was (B)(6) 2019. Based on the data provided, the system is operating normally. The customer should calibrate ise tests every day. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant sodium (na) results for 2 patient samples run on a cobas 8000 ise module. Patient 1 initial result was 134.4 mmol/l. The repeat results were 124.5 mmol/l and 136.5 mmol/l. Patient 2 initial result was 128.5 mmol/l. The repeat result was 141.1 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number was p81. The expiration date was not provided.